Event description:
On (B)(6) 2013 the reporter, the patient¿s wife, contacted animas to report the pump gave several occlusion alarms, and afterwards the patient obtained elevated blood glucose readings such as ¿hi mg/dl¿ (greater than 600 mg/dl). The patient experienced the symptoms of severe confusion and mental status changes. The patient corrected his blood glucose levels using bolus doses of insulin via a syringe injection. Troubleshooting revealed the patient had scarring at the infusion sites, which may have caused under-infusion of insulin. It was determined there were no issues with the insulin handling and storage or the infusion set, and all pump settings and programming were correct. The patient¿s technique may have been incorrect by repeatedly using the same infusion site with scar tissue present prior to the occlusion alarms with the pump. However, as the patient suffered blood glucose levels suggesting severe hyperglycemia after the pump issue, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/21/2013 with the following findings: a review of the black box shows evidence of call service 064 alarms; force at the time of alarms was f=35. A rewind, load and prime sequence were successfully performed with no errors. The pump was exercised for a 24 hour duration period using a 1.0u/hr basal program; no alarms or call service alarms were duplicated during this time period. The pump passed a 29 hour flow accuracy test successfully. To further investigate the pump cover was removed; no evidence of internal moisture was found. Motor flex was inspected and no intermittent connections were observed. The complaint verified in history but not duplicated during investigation.